Event description:
The following report was received from the left main study: the patient was randomized in 2002. At index procedure a cypher des was successfully implanted in the left main. Forty eight hours post index procedure, the patient expired of renal insufficiency and heart failure.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.